Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device cord was damaged, heating up, made excessive noise and the speed could not be changed. The device also failed pretests for visual assessment, cable assessment, noise assessment, handpiece temperature assessment and hand control assessment. The assignable root cause was determined to be due to wear from normal use and servicing. UDI: (B)(4).

Event description:
It was reported from india that during service and evaluation, it was determined that the motor on the device cord was damaged, heated up, made excessive noise and the speed could not be changed. It was further determined that the device failed pretest for visual assessment, cable assessment, noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.